Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 23 may 2024, it was reported that on (B)(6) 2024, patient experienced that infusion set fell off during use. The area of insertion was cleaned and air-dried. The infusion set was used for 1-2 days. The blood glucose level of the patient was high. Therefore, they tried to treat it with correction bolus via pump. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.